Manufacturer narrative:
Devices of multiple part numbers were implanted during the procedure including: unknown rod (qty:1), part: 75445540 (qty: 2), part: 75446540 (qty: 2), part: 7540020 (qty: 4). Although it is unknown whether these products caused or contributed to the reported event, we are filing this MDR for notification purpose. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2007: patient presented with preoperative diagnosis of degenerative disc disease with hypertension, radiculopathy and neural foraminal stenosis l5-s1 and underwent: lumbar decompression with bilateral medial facetectomy and foraminotomies l5-s1. Posterior spinal fusion l5-s1. Placement of posterior instrumentation using rods and screws at l5-s1. Interbody fusion l5-s1. Placement of peek capstone interbody cage 10 x 22 mm at l5-s1. Placement locally harvested morsellized autograft in the posterior gutters. Placement of infused collagen sponge combined with mastergraft in the interbody space and posterior gutters. Per operative notes ¿¿.through a transforaminal approach on the left a complete discectomy was performed and the endplates curetted to subcortical bleeding bone. A 10 x 22 mm peek capstone inter-body cage filled with infused collagen sponge and master graft was then tapped into position.¿ post-operative x-ray of lumbar spine was taken which demonstrate performance of laminectomy with placement of pedicular screws, short rods and disc space markers across the l5-s1 level. (B)(6) 2007: patient presented with preoperative diagnosis of difficulty with drain removal and underwent open removal of lumbar drain with exploration of lumbar decompression at l5-s1. (B)(6) 2007: patient presented for office visit. Assessment: status post lumbar decompression and fusion of l5-s1. (B)(6) 2007: patient who is 7 weeks status post lumbar decompression and fusion of l5-s1 presented for office visit with chief complaint of pain along the tail bone. Patient underwent x-rays of lumbar spine which shows intact hardware and no evidence of fusion. Assessment: coccydynia (B)(6) 2007: patient presented for office visit. Patient is status post lumbar decompression and fusion of l5-s1.patient continues to suffer from limiting coccydynia. Patient also reports a recent back spasm secondary to bending. On physical examination patient has spasms to the left paravertebral musculature of the lumbar spine. X-rays demonstrate the instrumentation to be in place and in appropriate alignment. (B)(6) 2007: patient presented with preoperative diagnosis of coccydynia and underwent ganglion impair block under local anesthesia and there were no complications. Patient describes the pain as a burning sensation over the coccyx with tenderness. Review of systems is remarkable for headache, blurred vision, loss of memory, joint pain and stiffness. Assessment: elements of coccydynia (B)(6) 2007: patient underwent MRI of sacrum and coccyx due to pain with sitting. Impression: status post l5-s1 posterior fusion with interpedicular screw placement. L5-s1 degenerative disc disease with interbody fusion with modic type 1 marrow changes. Marrow signal abnormalities within the sacrum and coccyx consistent with focal area¿s of yellow marrow deposition, an anatomic variant of normal. No mr finding of insufficiency fracture, neoplastic infiltration or inflammatory disease. (B)(6) 2007: patient presented for office visit with chief complaint of tailbone pain. Patient reported exacerbation of pain initially which prompted an MRI which was performed on 29 august. There are areas of focal yellow marrow at this position. An arachnoids cyst is noted at s2. On questioning patient stated that while it was numb she felt good which may confirm the diagnosis of coccydynia. (B)(6) 2007: patient presented for office visit. Patient has failed to note any improvement in her pain and is unable to sit secondary to pain. Her leg pain has improved. X-rays demonstrate instrumentation to be in place. Evidence of interbody fusion. The coccyx is clearly absent from these views. Patient underwent MRI of sacrum due to pain. Impression: intact osseous structures and marrow signal. Inflammatory soft tissue abnormality at the level of the inferior aspect of the coccyx. (B)(6) 2008: patient presented with severe pain in coccygeal area. Patient is unable to sit or lay supine secondary to pain. On physical examination patient is exquisitely tender with palpation over the sacral region. Patient¿s MRI dated (B)(6) 2007 shows evidence of fluid collection in and about the site of the coccygectomy. Assessment: chronic coccydynia despite coccygectomy. (B)(6) 2008: patient presented for office visits. Patient still reports pain in coccyx. Patient also complains of right sided foot pain on the 4th and 5th metatarsal after a fall. Upon physical examination of her right foot she does have echomosis over the right 4th and 5th metatarsal. Patient is tender to palpation over this area. Ap and lateral oblique views of right foot shows no obvious fracture or dislocation. Ap and lateral views of lumbar spine shows evidence of fusion both in posterolateral gutters as well as interbody space. (B)(6) 2009: patient presented with pain in head left temple. Patient underwent MRI of brain. Impression: mild cortical atrophy. (B)(6) 2009: patient presented with chronic headache status post head injury (2001) (B)(6) 2009: patient presented for office visit with severe left side back pain and occipital neuralgia. Reason for visit: headache, s/p closed head in jury. Diagnosis: cervical region syndrome , cervicalgia. Patient underwent left occipital nerve stimulator trial. (B)(6) 2010: patient presented for office visit. Patient reports severe left leg symptoms involving the lumbar spine, left buttock, posterior thigh and extending below the knee into the foot. On physical examination patient has tension signs with straight leg raising ion the left. Assessment: left sciatica. Patient underwent CT of lumbar spine without contrast due to numbness and tingling in left leg. Impression: moderate to moderately severe facet osteoarthropathy at l4-l5 with a mild diffuse posterior and leftward eccentric disc bulge. X-rays demonstrate hardware to be in place at l5-s1 level with solid fusion. Assessment: left sciatica. (B)(6) 2011: patient presented with pain in right hip. Problem was worsening (B)(6) 2011: patient presented for office visit with right wrist pain. Assessment: right ulnar positivity. X-ray showed approximately 1mm to 2mm of ulnar positivity. (B)(6) 2011: patient presented for evaluation in neurosurgery clinic for consulation regarding having medical device(neurostimulator ) removed. Patient was implanted with neuro-stimulator for control of her chronic pain(in a left occipital nerve distribution) in (B)(6) 2009. Patient also has pain in the left temporal area and also in the left lateral occipital area. Patient reports she also has some problems with stimulator being present and causing soreness along the entire device from the lead wire down to ipg. The soreness causes her to have limited range of motion of her neck. On (B)(6) 2011, she decided to turn off the device. From that date until three days ago, she continued to have residual adequate pain control. However approximately 3 days ago, patient started to have return of her baseline pain.review of system revealed joint and muscle pain. Imaging studies of her skull, cervical spine and chest was performed to determine the type of stimulator. It does appear to be a paddle lead in the left occipital region. This was then c onnected via an extending wire to a pulse generator that is placed in the left anterior chest wall. There is no evidence of any obvious abnormalities with the device itself on the x-rays. (B)(6) 2011: patient presented for follow up visit for allergic conjunctivitis, brain injury, hot flashes. Ros: patient notes leg cr amps. Assessment: history of traumatic brain injury. Other chronic allergic conjunctivitis; contact dermatitis and other eczema due to other specified agents; sleep related leg cramps. (B)(6) 2011: patient presented for preoperative visit for removal of a nonfunctional neurostimulator. On physical examination patient has slightly decreased extension. (B)(6) 2011: patient has onset of worsening headaches and photophobia. Patient presented with re-evaluation for worsening headaches. Patient has neurostimulator removed in june. Patient has dark streak under right thumb nail. Assessment: headache, unspecified disease of nail, neoplasm of certain behavior of skin. (B)(6) 2011: patient underwent removal of neurostimulator. (B)(6) 2011: the patient was pre-operatively diagnosed with occipital pain and underwent removal of occipital nerve stimulator and generator. (B)(6) 2011: patient presented for office visit with chief complaint of what sound to be more trochanteric bursitis. Patient walks with antalgic gait. Patient in the lateral recumbent position with her right hip pointing up she has exquisite tenderness to palpation over top of right greater troch. X-rays (ap pelvis) shows previous posterior fusion l4-5 along with some hypo-opaque increased uptake on the right hip with no evidence of bad arthritis. Impression: right greater trochanteric bursitis. (B)(6) 2011: patient underwent MRI of lumbar spine with and without contrast due to coccygeal pain and hip pain right greater than left. Patient is status post nephrectomy. Impression: mild lumbar spondylosis. No frank herniations are appreciated. Post surgical changes are noted distally. (B)(6) 2011: patient presented for office visit regarding low back. Patient has tenderness to palpation on the right greater troch area. On standing, patient has tenderness across her low back .MRI of lumbar spine shows hardware at l5-s1 but no evidence of transitional changes above the fusion mass. There does not appear to be any evidence of any disc herniation at l2-3 and l3-4 or any other issues on her lumbar spine. Impression: continued right hip pain and anterior thigh pain; right greater trochanteric bursitis with it band tendinitis not improving after conservative care. (B)(6) 2011: the patient presented for follow up on hip pain, neck pain. (B)(6) 2011: patient presented for follow up visit for her lumbar spine. Impression: status post lumbar decompression and fusion l5-s1 with painful hardware. (B)(6) 2011: patient presented with preoperative diagnosis of painful hardware, lumbar spine, l5-s1. Patient underwent removal of hardware of the lumbar spine l5-s1. Exploration of fusion mass, l5-s1. Lateral mass fusion, l5-s1. Per op-notes, ¿once we identified the hardware, retractors were placed to help with exposure. At which point with the help of equipment, we removed the caps as well as the rods bilaterally and then we removed the screws with a screw driver¿we identified fusion mass along the transverse processes extending onto the sacrum. At this point we removed some of the fusion mass in order to get the rod out. The equipment that was removed was a lumbar pedicle system.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.